Event description:
The tip of the broach (size 0) broke in the intra-medullary channel while broaching.

Manufacturer narrative:
(B)(4). No anomalies found: the production steps were in accordance with the specifications valid at the time of production. The quadra broach is to be used to implant quadra implants, cleared under k072857 (quadra s), k082792 (quadra h) and k083558 (quadra c). The tip of the broach (size 0) broke in the intra-medullary channel while broaching and it was not removed. (B)(4).